Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit squealed and shut down showing 'system failure.' It was rebooted three times but the alarm and shut down was repeated after a few minutes each time the unit was rebooted. The unit was swapped out to continue therapy. There was no harm reported to the patient

Manufacturer narrative:
Corrected fields: e1(event site address: (B)(6) hospital). At this time, the customer cancelled their request for getinge to evaluate the cardiosave intra-aortic balloon pump (iabp) unit involved in this event. A getinge field service engineer (fse) conversed with the customer and was advised that the unit was fully functional and no service was needed. A supplemental report will be submitted if additional information is provided and upon completion of our investigation. H3 other text : customer has not requested service repair.

Event description:
N/a